Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis, and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. Customer stated insulin pump was exposed to moisture. The customer stated they were able to clear the alarm, but they were not able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.